Event description:
During a bi-lateral stenting procedure the iliac artery, the physician decided to reposition the catheter and pull the system back into the sheath (7f pinnacle) and the stent was scrapped off the balloon. The stent remained on the wire and the physician decided to dilate the stent in the dislodge position with a powerflex (4x4). The procedure was finished successfully. The patient's demographics and vessel characteristics are unknown.

Manufacturer narrative:
This product is available, but has not been received for analysis as stated in section h3. Additional information will be provided within 30 days of receipt.